Manufacturer narrative:
Outcome attributed to adverse event. Disability; as documented in maude adverse event report. No sample is available for the MFR to evaluate. Type of reportable event: serious injury as documented in maude adverse event report. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: maude report filed and reported a follows: premature infant required intubation following delivery. Stylet noted to be "sticking" during attempts to remove it from the endotracheal tube; tube/stylet removed and pt was reintubated. Pt outcome: disability as documented on maude adverse event report. Add'l info on maude report stylet used with smiths endotracheal tubes, 2, size 2.5 -item# 100-141-025.